Event description:
Dr (B)(6) in (B)(6) had to revise the clavicle freedom plate case initially done in (B)(6). Dr (B)(6) suspected immediately that this metal allergy pt had not been compliant with instructions. She did not have problems removing the plate and found that it had broken in two places. She decided to fix with a metal plate. Fracture was reduced intra-operative, slight gap was noticed under flouroscopia. Pt was told to be non-weight bearing for 6 weeks. Pt heard a popping sound that same day as initial operation, removed (B)(6) 2015.

Manufacturer narrative:
The following inion freedomscrews were used for the fixation of inion freedomplate: (B)(4) - lot 1208033. Inion freedomscrew common device name: bone screw. Inion freedomscrew procode: hwc. Inion freedomscrew 510(k) number: k123672. The doctor suspected immediately that this metal allergy pt had not been compliant with instructions.